Event description:
The manufacturer received information that a trilogy 202 ventilator was returned to a third party service center due to an unknown fault error. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third party service center, an oxygen blending module (obm) failure error code was found in the device's error log. The service technician states that the obm printed circuit assembly (pca) board needs to be replaced to resolve the issue. It is noted that calibration did not fix the problem initially. Additionally, the front and rear enclosure are chipped, the whipster cap is missing, the porting block and handle are cracked, the rubber feet are deteriorated, and the pollen filter needs to be replaced for maintenance. The device evaluation is still on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information that a trilogy 202 ventilator was returned to a third party service center due to an unknown fault error. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third party service center, an oxygen blending module (obm) failure error code was found in the device's error log. The service technician states that the obm printed circuit assembly (pca) board needs to be replaced to resolve the issue. It is noted that calibration did not fix the problem initially. Additionally, the front and rear enclosure are chipped, the whipster cap is missing, the porting block and handle are cracked, the rubber feet are deteriorated, and the pollen filter needs to be replaced for maintenance. The device evaluation has been completed. The obm printed circuit assembly (pca) board was replaced to resolve the obm failure error code. The service technician states that the device failed the functional test due to an 'active exhalation purge valve closed'. The active exhalation control module valve was replaced to resolve the test failure. The device was retested and passed all final testing.